Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with abdominal pain and incisional hernia thereby underwent laparoscopic repair with implant of composix e/x. Per operative notes, ¿adhesions were identified and were taken down. A composix e/x mesh was placed into the abdomen and unfurled beneath the hernia defect.¿ (B)(6) 2017 - patient was diagnosed with abdominal pain thereby underwent removal of abdominal wall mesh with numerous tacks, lysis of adhesions, open repair of abdominal wall hernia with bilateral anterior component separation with myofascial cutaneous release advancement flaps with biologic mesh underlay and repair of small bowel enterotomy. Per operative notes, ¿the lysis of adhesions was performed to symptoms of abdominal pain that could be related to intestinal blockage. Attention was directed to the mesh; the mesh was taken off the abdominal wall and over tacks had to be removed individually to remove the mesh. The mesh was removed. A biologic (strattice) mesh was then placed.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation and pain. It was also alleged that the dissection performed to separate the intestine off the mesh; small bowel enterotomy made while taking down the intestine adhesions to mesh; lysis of adhesions and removal of mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of composix mesh e/x, patient was diagnosed with adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.